Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the p-cap reservoir will not lock properly due to missing retainer. Insulin pump received with missing reservoir tube o ring, cracked battery tube threads, broken reservoir tube lip and cracked case at battery tube side. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms each time they changes the battery the insulin pump was resets. Customer's blood glucose value was 11.7 mmol/l. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The device will be returned for analysis.